Event description:
It was reported via a phone call from the sales representative that the patient was "coming off bypass." While in the operating room, the intra-aortic (iab) was prepped per instruction and the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. The iab was inserted into the saf sheath and became stuck. The md removed the iab and the saf sheath as one unit. The md requested another iab for insertion. There was no reported patient injury. The delay in treatment was the time it took to open and prep another iab. Reference MDR #1219856-2010-00377 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.